Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test and motor error alarmed during occlusion test due to moisture damage noted in force sensor resistor. The motor was tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during bolus delivery. The customer's blood glucose was 476 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.